Event description:
It was reported that the patient's primary cell ins (implantable neurostimulator) implanted about two years prior to the report depleted faster than expected so a rechargeable ins was implanted (B)(6) 2013. It was stated "when they went to the appointment last fall they were surprised to learn primary cell had run out of juice. They expected the ins to last 2.5- 3 years and it lasted 22 months." The patient saw eri (elective replacement indicator) message in first part of (B)(6) 2013, more than two and a half months prior to the report. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # v688048, implanted: (B)(6) 2012, product type lead; product ID 3387s-40, lot # v641090, implanted: (B)(6) 2012, product type lead; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).